Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the e-100 generated tones but the vessel sealer extend was not sealing. The customer used another vessel sealer extend but the same issue occurred. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e-100 generator was installed onto a golden system and was tested with 10 power cycles and 50 energy cycle cut/seal actions. The reported complaint could not be replicated but the error was confirmed in the logs. Upon visual inspection, no issues were found that would be related to the reported event. Isi did not receive the vessel sealer extend instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.